Event description:
Procedure nissen. Reportedly, the needle broke in half and fell into the surgical cavity. C-arm x-rays were used to locate the broken section of the needle which was located and retrieved.